Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: black box shows dates from (B)(4) 2017. Black box shows evidence of unexplained "por" events on (B)(4) 2017. Pump powers with returned battery cap. Battery cap is able to fully tighten however battery cap "coin slot" is worn. Battery cap measures within specifications. Battery compartment crack observed below grip pad. Thurs with no reboot, loss of power or call service alarms duplicated. A "intermittent power" events was not duplicate during investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.